Event description:
Pt reports having hernia surgery done (B)(6) 2019 with the use of the da vinci robotic system. Pt went back to the surgeon because of continued pain. Pt had a CT scan done and was told everything was fine, but she continued to have pain for the next one year. Drs could not figure out what was wrong with her, she continued to have pain. Pt end up having surgery done (B)(6) 2020 due to another hernia the da vinci robotic system caused.